Event description:
The facility reported a flo-gard infusion pump with a downstream occlusion test problem. During a follow up call to the facility on (B)(6) 2010, the customer clarified the reported condition as the pump failing to alarm for a downstream occlusion. It is unknown when this event occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The facility reported a flo-gard infusion pump with a test problem, concerning the pump failing to alarm for a downstream occlusion. This condition was confirmed during product evaluation and caused by the door assembly being broken in the latch area. The door assembly was replaced to correct this condition.